Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. It was explained to the stm once on site that the unit was being used with the knowledge that the balloon was not positioned correctly and causing the system to alarm "iabp catheter restriction" continuously and the user resetting/silencing the alarm from 18:48 on 1/26 through 13:13 on 1/27. After this time, the unit also alarmed "unable to reset timer". The stm indicated that this is caused by an unstable or no trigger signal. The end user tried to reset the alarm but at that time, the alarm soft key would not respond to silence the alarm. At this time the end user called "medtronic's" tech support for assistance. The end user was told to restart the unit and try it then; however this did not resolve the issue. The stm completed all diagnostic, performance and safety tests with no failures and could not reproduce the issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping and would not restart. The display was fine, there was an a-line but the customer was unable to press the start button to resume pumping. Some of the buttons on the touchscreen would not function. The iabp did not alarm. A new iabp was being retrieved from the cath lab. The getinge representative advised the customer to power down the pump and start it again. After being powered down for 10 seconds, the iabp started and began pumping without issues. The customer was advised to switch pumps when available. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.